Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. Evaluation summary: the device was returned for analysis. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. The shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the rx vision instruction for use instructs states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this case, although the shaft separation was likely the result of pushing against resistance, the anatomical conditions contributed to the difficulty in such that some force was needed in the attempt to advance.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified left anterior descending artery. Predilatation was performed prior to the attempt to cross the lesion; however, the stent delivery system (sds) failed to cross the lesion due to the patients anatomy. Force used during the attempt to cross resulted in the proximal shaft of the sds separating. The sds was removed without issue. A new sds was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.